Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet u.s. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4), manufactures a similar device in the united states under 510k number k060694.

Event description:
During a shoulder arthroplasty, it was not possible to implant the humeral insert into the corolla. There was no patient injury or delay.